Manufacturer narrative:
The force bipolar instrument was analyzed and found to have a broken conductor wire near the yaw pulley. The wires were slightly exposed at the broken end, and all pieces of the insulation were present. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and additional information was obtained about the complaint: the instrument was inspected prior to use. The issue occurred during grasping of soft tissue. The broken cable was black, had full breakage, and loss of cautery was experienced. No abnormalities were noted with the instrument and no signs of thermal damage were noted. The instrument did not collide with any other instrument and the damage did not result in any fragments falling the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is not yet completed. Follow-up MDR will be submitted with analysis findings.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the staff stated that ¿no energy was dispersing¿ from the force bipolar instrument. Upon inspection, the black cable was found to be broken on the distal tip. The procedure was complete with no patient harm.